Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient had a pocket revision due to pocket site discomfort. The implant was relocated and the patient was reportedly doing well after the procedure.